Event description:
A customer contacted beckman coulter (bec) to report that two (2) coulter® lh 750 hematology analyzers (serial number: (B)(4)) at a sister account, were used to confirm erroneous differential results for a single patient reported via the original related complaint, MDR: 1061932-2013-00326 (for dxh800 instrument), and similar erroneous results were obtained on both lh750 instruments. This MDR covers the differential results generated by the lh 750 analyzer, serial number (B)(4).the sample was approximately 36 hours old when analyzed on the two lh750 instruments. Review of patient data showed similar erroneous results were obtained on both lh750 instruments, compared to the manual differential results (correct), with no instrument generated flags. No erroneous results were reported out of the laboratory. The 2 lh 750 instruments were used only for confirmatory testing. There was no death, injury or effect to patient treatment. MDR 1061932-2013-00440 is being submitted for lh 750 instrument, serial number (B)(4).

Manufacturer narrative:
Quality control (qc) was run before the event and results were within specifications. Patient control was run one hour prior to the sample testing and was acceptable. The instrument is currently performing within qc specifications with respect to (accuracy) and reproducibility (precision). Raw data files were not collected for the instrument. There was no service dispatched for this event. Per labeling: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Failure mode is unknown based on the available information.